Manufacturer narrative:
H6- health effect- clinical code 4581: urrets-zavalia syndrome. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: iop elevation from baseline and pupillary block are identified in the labeling as a known potential adverse events following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupil block with elevated iop and urrets-zavalia syndrome. The doctor immediately started treatment with miotic. The iop is stable (8mmhg) and the pupil remains not reagent. Lens remains implanted. Cause of event was reported as patient-related factor and it was reported that the device did not fail to perform as intended. " elevated iop" was reported for cause details. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.